Manufacturer narrative:
We are working on the device history record (DHR). Once we get more information, it will be submitted in a supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where air was entering back in through the side port of the sheath. Prior to the procedure, air was noticed escaping from the flush line in the sheath. The sheath was replaced, and the case continued. No patient consequences were reported. Multiple attempts were made to gain additional information regarding this event, but none has been made available. Air in the side port tubing of the sheath has the potential to mobilize, resulting in an increased risk of air embolism. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where air was entering back in through the side port of the sheath. The returned device was visually inspected, and was found in good condition. No anomalies/damages were observed. Water was injected by the side port, and no leakage nor air bubbles were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
A device history record (DHR) review was performed for this product on 7/10/2017. The manufacture and expiration date fields have been updated. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
On (B)(4) 2017, the (B)(6) failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).